Event description:
The facility intially reported in 2007 an infusion pump with channel c not working. A follow-up phone call at about one week later with the nurse on-duty determined that the event occurred during infusion of a IV fluid on a diabetic patient. The nurse could not recall any other specifics of the event other than that she figured that the rate of infusion was probably set at 200 to 250 ml/hour. She stated, however, that there was no patient injury or medical intervenion were required related to the reported condition and device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the evaluation of the pump occurred in 2007. The reported condition of channel c not working was confirmed during product evaluation. During evaluation of the pump a defective user interface module printed circuit board (uim pcb) was observed. The defective uim pcb caused the reported condition. Failure code 703 found in the event history confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced. The pump was returned to the customer fully operational.